Event description:
It was reported that an implantable cardioverter defibrillator device was explanted and replaced due to non-specific product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that an implantable cardioverter defibrillator device was explanted and replaced due to non-specific product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.